Event description:
During the therapeutic procedure of placing a one step button enteral feeding device in a pt, the tube separated into two pieces. The button portion of the separated tube remained inside the pt, and was subsequently removed with the aid of the snare. Another enteral feeding device was successfully placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.